Event description:
It was reported that 9900 system had a workstation error message at boot up. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The gpos, system interface board, image processor, and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.